Event description:
It was reported that the customer received a couple of no delivery alarms and then a motor error alarm afterwards. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer confirmed that the insulin pump had not been dropped or exposed. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer later performed troubleshooting for high blood glucose. The insulin pump passed the high pressure test. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to follow up with her healthcare provider regarding her high blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.